Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, a left side deflation. Capsular contracture, baker grade I. And device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion, opening on anterior and white particles inner the device. Leak test and microscopic analysis was performed which identified, crease smooth opening on anterior, striated opening on radius. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage. An opening crease smooth on radius assessed, as fold flaw opening. Wrinkles (creases) are observed, but have no relationship with manufacturing.

Event description:
Physician reported any creases observed during surgery and capsular contracture baker grade I. The device was replaced.